Event description:
Additional information received reported that the event was related to the device or therapy as well as the implant procedure.

Event description:
It was reported that the patient had reddening of tissue around the neurostimulator and additional swelling. This resulted in in-patient hospitalization and the patient was given an antibiotic treatment. No patient outcome was provided.

Event description:
Additional information received reported the patient's neurostimulator was relocated from right subclavicular to the left and an extension was replaced on (B)(6)-2012. It was noted blood lab tests were performed and there was no increase of leucocytes. A tissue puncture was performed (B)(6)-2012 and inflammation parameters were within range.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received that the patient outcome on (B)(6) 2012 was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).